Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
In a literature article, it was reported that the patient developed an access site complication within 30 days of sensor implant. Additional information is unable to be requested.

Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. No device analysis results are available and no further information was able to be obtained.